Event description:
In 2008, the patient reported that his infusion device began making a "funny clicking noise" during bolus delivery 3-4 weeks ago and he believes that beginning at least one month ago insulin was not delivered between the hours of 12:00 am and 6:00 am due to experiencing elevated blood glucose when he woke up. He stated that his blood glucose has been as elevated as 315 mg/dl in the morning. His normal waking blood glucose level is 90-120 mg/dl. He began bolusing 8 units of insulin every night before bed. He switched to his backup infusion device on four days earlier and he is "doing just fine." Troubleshooting did not reveal any product issues. The patient's nurse practitioner advised the patient to increase his basal rate to 0.1 unit per hour during the hours of 6:00 am through 9:00 am. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.